Manufacturer narrative:
Initial reporter facility name: (B)(6). Phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wheel of a prismaflex machine fell off during set up. There was no patient involvement. No additional information is available

Manufacturer narrative:
H10: the device was evaluated on site by a qualified technician. Inspection observed a damaged base. A replacement was requested and the equipment is pending for replacement. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.